Event description:
Philips received a complaint on an earlyvue vs30 indicating that the non-invasive blood pressure (nibp) readings were high. The device was in use on a patient at the time of event, no adverse event was reported.

Manufacturer narrative:
Analysis was performed by bench repair personnel which included efforts to reproduce the reported issue. The investigation confirmed the customer¿s complaint, as the device consistently produced inaccurately high nibp readings and failed calibration verification testing. Based on the analysis, the nibp assembly was identified as defective and in need of replacement. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty nbp assembly. The technician replaced and calibrated the nbp assembly. Validated all other testable parameters and connections to ensure that the device is operating correctly. The issue was resolved by replacing the nbp assembly and the product was returned to the customer.